Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and intermittent loss of capture were noted on the right ventricular (rv) lead. Loss of r-waves was also identified and dislodgement was suspected. The patient reported that they were feeling ill and experienced syncope. The implantable pulse generator (ipg) was interrogated and was determined that capture management had increased output with occasional loss of capture. The physician determined the rv lead needed to be replaced and that patient's ejection fraction would benefit from left ventricular (lv) lead and device upgrade. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.